Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The¿most probable¿root causes associated with this¿failure mode¿are disconnected, faulty or damaged components, software/data corruption, or misuse. However,¿mitigations¿are in place to reduce and prevent such issues.¿all¿vital¿manufacturing¿steps are validated, monitored, and verified during¿manufacturing¿to ensure the system is in conformance with the verified design.¿all¿vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of¿all¿vital parts of the system to minimize misuse. All¿complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a¿risk evaluation¿is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process,¿all¿risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that¿all¿product risk profiles remain acceptable and have a positive¿benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating, fatigue, was unable to self-treat, and was administered with insulin (dose/type unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.a sensor result of 52 mg/dl was compared to a built-in precision reading of 163 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating, fatigue, was unable to self-treat, and was administered with insulin (dose/type unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor result of 52 mg/dl was compared to a built-in precision reading of 163 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating, fatigue, was unable to self-treat, and was administered with insulin (dose/type unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor result of 52 mg/dl was compared to a built-in precision reading of 163 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.